Event description:
Codman received telephone call from attorney for deceased patient's spouse. He reports that a codman aneurysm clip was implanted in patient in 1993. The patient was exposed to MRI at a medical center in november 2000. Immediatly following the MRI exposure; the patient exhibited significant neurological damage. The patient exhibited significant neurolocical damage. The patient is reported to have died as a consequence of the implanted aneurysm clip moving in the brain during imaging.